Event description:
It was reported that the device had no telemetry. It was noted that two different programmers were used and neither was able to establish a telemetry link with the device. A magnet strip confirmed 85 bpm (beats per minute). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 409258 implantable pacing lead - (B)(6) 2010; mcs-ps-943 implantable transcatheter valve - (B)(6) 2012. (B)(4).